Manufacturer narrative:
Three samples of material number 2000e were submitted for quality evaluation. The customers complaint of flow issues - fluid blockage was verified by evaluation of the samples submitted. The three samples submitted were first visually inspected for any visible defects or damages. There were no visible damages or issues identified on the samples. A needleless connecting syringe, filled with water, was then used to investigate if the smartsite worked as intended. The smartsites did not allow fluid flow during the initial attempts to flow fluid through the samples. After 3 attempts to flow fluid through the samples, fluid flow was finally achieved. A device history record review for model 2000e lot number 23065504 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Images of the smartsites were provided to the manufacturing facility to determine the root cause for the issue. The manufacturing location determined that the most possible root cause that generates the flow issue - fluid blockage could be related to the variation of the fluorosilicone application in the construction of the smartsite. A quality alert was communicated to the personnel involved in the smartsite assembly to reinforce the correct fluorosilicone weighing, and that the operators need to notify the mechanic and/or manufacturing and quality engineering to fix the problem or adjust the amount of fluorosilicone that the dispensing machine is applying when the fluorosilicone values are out of the control limits. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information. Mat#: 2000e, lot#: 23065504. It was reported by customer that not activating when a saline flush is attached or blood draw is attempted. Verbatim: rcc received complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 2000e. Quantity affected: 1 case. Serial/lot number: (B)(6). Po : 4516393213. Are any samples available for return? Yes. Reported issue: not activating when a saline flush is attached or blood draw is attempted. Customer disposition request: credit.

Event description:
It was reported that bd alaris smartsite needle-free valve was not flushing.the following information was provided by the initial reporter with the verbatim:reported issue: not activating when a saline flush is attached or blood draw is attempted.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.